Event description:
(B)(4). Migraines, facial tongling, numbness and pain. Pelvic pain radiating down to leg. Chronic neck and lower back pain. Unexplained inflammation. Dental issues with teeth breaking.